Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the received image(s). The image(s) was reviewed, it can be seen that blade has migrated medially towards the pelvis and therefore the complaint is confirmed. As the implant(s) was not returned, an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be confirmed from the image. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of birth is an unknown date in (B)(6). Date of event is an unknown date in 2021. 510k: this report is for an unknown tfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2021, due to a trochanteric fixation nail advanced (tfna) blade migration. Patient originally underwent surgery on (B)(6) 2021 due to a trochanteric fracture. Patient was implanted with tfna nail, tfna blade, and screws. During the procedure, the blade was inserted through the nail and was then removed due to repositioning the nail. Blade was then re-inserted through the nail. Revision procedure was completed with no delay. This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4) and captures the revision surgery. The intraoperative incident on (B)(6) 2021 is captured under (B)(4).